Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.

Event description:
The customer reported that the system had to be rebooted several times and exhibited an intermittent loss of system functionality. No patient serious injury or death was reported related to this event.